Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2025, the patient underwent an unknown surgery for distal humerus lateral condyle fracture with a va-dhp lateral plate and 5 screws. Postoperatively, bone union was confirmed. On (B)(6), 2026, the patient underwent surgery to remove implants. During surgery, two 50mm screws inserted on distal side were completely unable to turn. The screw heads were drilled, and the plate was detached and removed. The surgeon attempted to grasp and remove only the screw shafts; however, they did not budge. It was considered to remove the screw shafts by grinding around the screws; however, this option was abandoned to avoid excessive bone loss. As a result, shafts of two 50mm screws remained in the bone. The surgery was completed successfully within 30minutes delay. The surgeon commented that this difficulty in screw removal may be due to fixation of the locking portion, or due to the screws bending inside the bone after surgery when long screws are inserted. No further information is available.